Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a pacel flow directed pacing catheter was being used for transcatheter aortic valve implementation, however, the balloon could not be inflated and was found to be ruptured. Percutaneous coronary intervention with a new temporary pacemaker was successful without patient complication.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. In this case, it is possible that the balloon rupture is due to damage to the device or device component; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a pacel flow directed pacing catheter was being used for transcatheter aortic valve implementation, however, the balloon could not be inflated and was found to be ruptured. Percutaneous coronary intervention with a new temporary pacemaker was successful without patient complication.